Event description:
The hcp reported that while placing a bravo ph monitor, the capsule attached to the pt's esophagus, but would not deploy from the delivery sys. The plunger broke when the physician depressed it and when the device was removed from the pt, the capsule was pulled off of the esophagus causing a tear. No further complications were reported.

Manufacturer narrative:
Final device analysis was not available at the time of this report. A follow-up medwatch report will be sent when the analysis is complete and/or when add'l info is received from the hcp.